Event description:
The customer reported bellavista1000e having an alarm 318 inspiration valve failsafe failed or occlusion in inspiration. The error occurred while the device was starting, presumably because the patient hose was blocked. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire medical representative advised customer to check if the exhalation tubing is kinked and to perform a circuit test. After verification, it turned out that the customer had a stopper inside the circuit that causing the issue. Unit is working fine again after removing the stopper. Root cause has not been confirmed yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault (not following instructions). Vyaire medical found that that the inspiration port was blocked. Issue resolved after removing the stopper.